Event description:
Patient was admitted to hospital in cardiac arrest and intubated. During intubation the resqpod was applied to the endotracheal tube. Approximately three days later, the patient developed respiratory distress and a direct laryngoscopy was performed with removal of a plastic foreign body from the patients larynx. The foreign body was identified as the 1" x 2" plastic tab used on the resqpod to prevent the timing assist lights from actuating during device shipping. The reporting party concludes that the tab found its way into the patient during intubation. No further complications were reported and no additional information was provided on this event. Neither the device nor tab was returned to manufacturer.